Manufacturer narrative:
A5. Ethnicity: british. D4. Lot number, expiration date, and h4. Manufacture date are unknown; no information has been provided to date. D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.

Event description:
It was reported that the patient was unable to or having difficulty in aspirating from the subglottic port due to broken plastic. The patient was undergoing long term ventilatory wean. The patient was sedated and unable to be weaned off the ventilator due to a multitude of factors. Percutaneous tracheostomy insertion was performed as a result. The tracheostomy was changed or removed when clinically appropriate. The event occurred in the intensive care unit. There were no reports of any harm caused, but it was difficult to manage patient's respiratory wean due to secretion load above the cuff. No further medical intervention was required.